Event description:
Additional information was received that the issue was discovered during testing and there was no patient involvement.

Manufacturer narrative:
One cadd solis vip pump was received in good physical condition. The event history log was reviewed, the pump was ran in user and manufacturing (mu) mode. The pump was also opened. The reported "lec 41622" problem was duplicated. Error code 41622 is a motor timeout issue. When priming the pump was attempted, the motor turned and the pump started alarming immediately with 41622 on the screen. Internal examination revealed an optical switch that had broken away from the bracket caused by a lock washer that was loose in the pump. A lock washer got caught in the flag gear and broke the optic sensor off of the bracket. This is an out of box issue caused by production. The optic sensor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths cadd-solis vip ambulatory infusion pump displayed error code 41622 . There were no injuries or adverse events reported.